Event description:
It was reported to boston scientific corporation that a rapid exchange biliary stent system was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure in the common bile duct of a female patient in her (B)(6) (patient exact age and weight are unknown). As the rx biliary stent system was being backloaded onto the guidewire the stent prematurely deployed inside the endoscope and the stent became stuck on the guidewire. The rx biliary stent delivery system and guidewire were removed from the endoscope. The procedure was aborted with no patient complications. The patient is in stable condition. The physician chose not to reschedule the procedure.

Event description:
It was reported to boston scientific corporation that a rapid exchange biliary stent system was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure in the common bile duct of a female patient in her 70s (patient exact age and weight are unknown). As the rx biliary stent system was being backloaded onto the guidewire the stent prematurely deployed inside the endoscope and the stent became stuck on the guidewire. The rx biliary stent delivery system and guidewire were removed from the endoscope. The procedure was aborted with no patient complications. The patient is in stable condition. The physician chose not to reschedule the procedure.

Manufacturer narrative:
A visual evaluation of the returned device revealed that the push catheter was kinked at multiple locations proximal to the ramp window. The ramp window was damaged and torn approximately 1.5cm from the proximal end. The pullwire was broken approximately 16cm from the welded/cannula joint. The welded cannula/pullwire joint remained inside the guide catheter. As the pullwire was broken close to the distal end, the guide catheter was therefore detached/separated from the delivery system. There were no damages on the separated/detached guide catheter. The pullwire was kinked at multiple locations. A guidewire was loaded inside the guide catheter and could not be removed due to resistance. The stent was not returned for evaluation. Based on the condition of the device and the details of the event, the most probable root cause for this complaint is operational context.

Manufacturer narrative:
The complainant was unable to provide the device lot number; therefore, the device manufacture date and expiration date are unknown. Although the lot number is unknown, the complainant reported that the device was not used past the expiration date. (B)(4): the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.